Manufacturer narrative:
The device has been received but not yet evaluated. Once the investigation is complete a supplemental report will be submitted. The patient was reported to be approximately 50 years old. Manufacturer reference #: (B)(4).

Event description:
On (B)(6) 2026, it was reported that dr.(B)(6) called in and requested a remake of a silent nite device due to not enough advancement and the "anchor already popping out". The office returned the device after the new one was received. Additional information reported that the male patient was sleeping when the anchors came loose. The date of event is unknown and the patient continued to use the device until a replacement was received. The patient did not experience any injury or adverse event and no medical intervention was required.